Event description:
It was reported that the ilet user observed fluid leaking from the pump during a supply change with a newly filled cartridge, after which a dry run was successful and the user reconnected using new consumables; the user experienced elevated blood glucose with a peak of 400 mg/dl. Symptoms included no reported clinical symptoms. Outcomes included transient hyperglycemia without alerts or need for medical intervention. Investigation included troubleshooting with the user and review of device use steps. Investigation of this case revealed successful completion of a dry run, restoration of infusion using new supplies with observed drops at the connector, with hyperglycemia likely influenced by recent meal intake. It was concluded that the ilet functioned as intended after supply replacement and the leakage was resolved with new components. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.